Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by a facility representative via (B)(4) that an ar-5400-400ns dynanite® vip¿ glenoid pin broke. This occurred during a shoulder placement procedure the pin was lodged deep in the bone and muscle. They recognized the hardware failure immediately. The removal of the pin would have caused more damage to the patient as would have likely needed to create a large bore hole in the glenoid bone or cut the glenoid in half in order to remove the pin. They decided against removal secondary to increased harm to the patient and opted to leave the pin and monitor with repeat xrays at regular intervals.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.